Manufacturer narrative:
The reported event of failure to advance the guidewire was not confirmed. A complete lead was returned in one piece for analysis. Guidewire insertion/ removal test, electrical, visual and x-ray analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular (lv) lead unable to advance down the guidewire due to blood contamination from the end of the lead. The lv lead was not used and replaced during procedure on (B)(6) 2024. The patient remained stable throughout.